Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number. 3006705815-2020-00407. It was reported patient¿s stimulation was decreasing by itself. It was confirmed patient system was auto reducing. Surgical intervention steps may be taken.